Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information added to b3, d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the user culture test results, third-party testing results, the device evaluation, and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 16 cfu/ml. Bacterial identification: staphylocoques a coagulase negative. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: >200 cfu/ml. Bacterial identification: staphylocoques a coagulase negative. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 0 cfu. Bacterial identification: n/a. The device was evaluated and the plastic distal end cover was found broken, which could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of broken distal end cover, it is likely that it was broken by physical stress applied to the distal end. Based on the results of the investigation for the event of positive in culture testing, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.